Manufacturer narrative:
(B)(4). Investigation was completed and showed no adverse trends. A review of manufacturing records could not confirm if the device was manufactured to the correct length as in 2015 dhrs did not list length measurements and procedure stated that only (B)(4) of the batch were required to be measured. New version of dhrs for fluoropassiv tapered patches require 100% length verification measurement. A 5-year review of similar events gave a low occurrence rate of (B)(4) complaints v sales). (B)(4) complaints received from the same customer for the same lot number are first complaints for the short patch length. No negative trend in the number of complaints received identified. Location of all patches from the complaint lot was identified. It was confirmed that all patches were implanted in different hospitals in different countries. There were no other complaints for the patches being too short. The complaint device will not be returned to manufacturer as it is remains implanted within patient's anatomy. New dhrs that require 100% length check were introduced in june 2016 and no complaints were received for the patches manufactured after this change; therefore, further action is not planned. Vascutek consider this case closed.

Event description:
Customer reported event as follows: the 921010ft patch was opened during the case and found to measure 10mmx75mm instead of 10mmx100mm. Another patch was opened and sutured to the original patch to make up for the shortfall in length. There is now an undesirable suture line where the patches join; however, the case wasn't prolonged significantly.